Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached,there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Event description:
The lead was explanted due to medical judgment. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.